Event description:
It was reported that a patient experienced hypotension and a st segment elevation. During a pulsed field ablation (pfa) procedure a farawave catheter was used to isolate the pulmonary veins and the posterior wall. The procedure was completed successfully, and by the closure time the anesthesia team gave the patient protamine and then noticed the patient's blood pressure dropped and the st segment was elevated. The physician returned to the room and give nitroglycerin to the patient. The patient was kept intubated and the st segment returned to normal. The patient was extubated and taken to the post-anesthesia care unit. The patient had successfully recovered from the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.